Event description:
It was reported that the patient received appropriate shocks for an arrhythmia. The arrhythmia had varying intrinsic amplitudes which had some undersensing. The time to therapy was greater than 30 seconds, which is longer than desired. Therapy was delayed for about 12 seconds. The shocks did successfully convert the arrhythmia. Technical services advised reducing the rate zone would help reduce the time to therapy. There were no additional adverse patient effects. The system remains implanted.